Manufacturer narrative:
The actual device was not returned to the manufacturer for physical evaluation for this event. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported the cycler alarmed for air detected in the cassette during a dwell. The patient found a fluid leak later when removing the cassette from the cycler. During follow up the patient reported no complications or adverse events associated with the leak.